Event description:
It was reported that the stent inadvertently partially deployed. An 8 x 40 x 130 innova was selected for a procedure in the right external iliac. The device was pulled out of the hoop for preparation and it appeared to have already been partially deployed. The device did not enter the patient's body. An 8x40x75 stent was used to complete the procedure. There were no patient complications and the patient was fine.

Event description:
It was reported that the stent inadvertently partially deployed. An 8 x 40 x 130 innova was selected for a procedure in the right external iliac. The device was pulled out of the hoop for preparation and it appeared to have already been partially deployed. The device did not enter the patient's body. An 8x40x75 stent was used to complete the procedure. There were no patient complications and the patient was fine. Returned product consisted of an innova self-expanding stent delivery system (sds). The outer sheath, mid-shaft, and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. It was noticed that the stent was partially deployed approximately 9mm from the distal side of the markerband. The yellow thumbwheel lock was intact on the device. The pull handle was at the start position. The cis investigator rotated the thumbwheel to verify functionality of the device. The stent started to deploy as designed with no issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.